Event description:
The device was used during a low resection. Although doctor checked complete doughnuts, major leakage was found. Reoperation may be required. Pt consequence is unknown at this time.